Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement and self tests. The pump was monitored and was functioning properly. No display anomaly or fading display was noted during testing. The low reservoir alarm functioned properly during testing. The pump was received with a bleeding lcd glass. The pump had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported of not being able to clear low reservoir alarm due to buttons not responding. Customer's blood glucose was unknown. Customer also reported that display screen sometimes faded out. After troubleshooting, customer was advised that insulin pump would need to be replaced.